Manufacturer narrative:
The following fields have been updated with corrected information: g.1 - (B)(6). H.6 investigation summary: based on the review of the complaint trend, defect trend, DHR, risk analysis, and service activity review the complaint was confirmed, and the potential cause of incorrect absolute counts was determined to be worn out pmt and sockets. In response to the customer complaint fse visited onsite and replaced pmt and sockets after troubleshooting tests. Subsequent cst showed that the instrument is functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to any incorrect results. The safety risk of this hazard has been identified to be within the acceptable level. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with bd facscalibur¿ 4 clr basic sensor unit erroneous results were obtained. There was no patient impact. The following information was provided by the initial reporter, translated from portuguese to english: the equipment is giving incorrect absolute counts. 1. Were erroneous results observed on patient samples? Yes.

Event description:
It was reported that during use with bd facscalibur¿ 4 clr basic sensor unit erroneous results were obtained. There was no patient impact. The following information was provided by the initial reporter, translated from portuguese to english: the equipment is giving incorrect absolute counts. 1. Were erroneous results observed on patient samples? Yes.

Manufacturer narrative:
D.4. Medical device expiration date: na. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.